Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon, it was learned that the patient had endocarditis, and the source was a sternal wound. A copy of the operative report was also received. However, no additional information regarding the death was provided. A device history record review is currently in process.

Event description:
It was reported that the patient has expired after a implant duration of approximately 1.7 months, due to unknown reasons.

Manufacturer narrative:
On 08/03/2009, per response from surgeon, it was learned that the patient had endocarditis. Unfortunately, the cause of death remains unknown. It is also unknown if the death is device related. The device is unavailable for return as it was not explanted. No customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Same case as MFR report# 2134265-2009-05891. Same pt as MFR report#: 2134265-2009-05881, -05882, -05889, -05893, 05901. It was reported that following a coronary artery drug eluting stenting treatment procedure the pt underwent a reintervention. The pt had taxus express2 stents placed in the 80% stenosed proximal right coronary artery (2005) and the 90% stenosed mid right coronary artery (2005). In 2007, the pt presented with angina pectoris and underwent a reintervention. The mid right coronary artery was 90% stenosed. Treatment consisted cutting balloon angioplasty resulting in 30% residual stenosis. The event was reported to be resolved with residual effects.